Event description:
The report co received from the field indicated that, during coil embolization within the 7mm renal aneurysm, the coil was advanced through the hub of the prowler microcatheter but could not advance any further. Another prowler microcatheter was used to coil the aneurysm. There was no report of pt injury.